Event description:
It was reported by the customer that a pyxis medstation es system insulin printers were not working. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by configuration issue. A technical support specialist dialed into the station found and removed a duplicated zebra printer and installed the correct zebra printer, and configured the correct settings for the zebra printer to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.